Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.

Event description:
It was reported that drive support cap is loose. The blood glucose reading is 125 mg/dl. Advised customer not to manipulate or push on the drive support cap while connected. Advised the customer the insulin pump will be replaced. Nothing further reported.